Event description:
A dentist was performing a routine procedure on a pt, using a dental electric handpiece when the pt's cheek was burned by the head of the handpiece.

Manufacturer narrative:
(B)(4). Device fired through lockout, jaw or cam interface is disengaged the analysis results found that the (B)(4) device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. If the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw ramp was found to be disengaged from the cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. However, this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon placed the clip applier on the cystic artery and fired it the jaws failed to open. The surgeon was reluctant to "pull" the instrument off the artery so put in a 2nd 5mm trocar, used another ligamax 5 and "cut" the offending instrument away. The surgery then continued as normal. The condition of the patient immediately after the event was stable.